Event description:
It was reported that following a reprogramming session last (B)(6), the patient programmer displayed a flashing light when stimulation was turned on. Impedances were measured and found to be >20000 ohms on electrode pairs c-1 and 0-1. The amplitude of the stimulation was decreased from 3.1 v to 2.8 v. The company representative reported seeing an increase in the patient's tremor. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 7495-5,1 serial# (B)(4), implanted: (B)(6) 2001, explanted: na, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# n24837a, implanted: (B)(6) 2001, explanted: na, product type: lead. (B)(4).